Event description:
On april 15, 2009, the lay-user/patient contacted lifescan alleging that the onetouch ultramini meter does not turn on. This complaint is classified according to the documentation of the customer care advocate. A no response letter was sent to the patient. The patient tests her blood glucose frequently and takes insulin to control her diabetes. The reported issue began in 2009. It is not clear if the patient was able to obtain her blood glucose reading after the reported issue began. At about 2 days later at 1pm, the patient went for a doctor's visit but did not receive any treatment. Two weeks after the power issue began, the patient reportedly developed symptoms described as "dizziness and blurred vision". It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because the patient claimed she had symptoms that can be suggestive of hyperglycemia two weeks after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.